Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that following a pump implant, a back table priming bolus was done after which the pump was connected to catheter with no further priming of catheter. The physician programmed the pump at 1mg/day anticipating the patient would begin receiving medication two days later. The physician saw the patient in the clinic on (B)(6) 2013. The patient reported better pain relief and that he had reduced the oral medication. The patient requested an increased pump dose. The physician increased the daily rate to 1.5mg/day. The patient has sleep apnea. The patient had multiple medications at bedtime that would cause central nervous system (cns) depression. The sleep apnea machine was not working or was not applied. It was unknown what the exact issue was with the machine. The morning of (B)(6) 2013, the patient was found "blue and not breathing." The patient was at the hospital on a narcan infusion. There was no change in the dosing. The physician believed the pump dosing was not an issue. It was believed it was due to the evening oral medication and the patient not using the sleep apnea machine. The patient status was alive; no injury. The pump was delivering morphine 10mg/ml.